Event description:
During review of programming and diagnostic history, it was observed that an interrupted system diagnostic test occurred that caused an unintended change in device settings during an office visit on (B)(6) 2007. The physician corrected the settings; however, not all of the parameters were programmed back to intended settings. The settings were adjusted during an office visit on (B)(6) 2007. No patient adverse events were reported. Attempts for additional relevant information were made, but have been unsuccessful to date.

Manufacturer narrative:
Review of the available programming and diagnostic history.